Manufacturer narrative:
Device received unable to perform the displacement due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir was unable to lock in place. Customer¿s blood glucose was around 384 mg/dl at the time of incident. Customer states damage when trying to place the reservoir in the pump and it would not screw in place. The insulin pump will be returned for analysis.